Event description:
Information was received indicating that a smiths cadd extension set leaked from the filter. There was no reported injury to the patient.

Manufacturer narrative:
Device eval: four smiths medical cadd extension sets were returned for analysis in used condition without their original packaging. Visual inspection of the samples found no discrepancies. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Functional testing involved leak testing and a leak was detected in the air vent of the filter. A review of manufacturing processes was performed. Production performs a 100% visual inspection with a magnifying lamp to verify joins of the filter meet required criteria. Production performs a leak test of four units at the start and end of every shift, job, new lot, new materials/components and/or equipment adjustment. Quality personal take a sample of fifteen units every two hours for quality checks. Production bonding operations were reviewed and no discrepancies were found. Additionally, prior to packaging, a sample of 32 units were taken to verify all bonds were properly bonded and no discrepancies were found. Based on evidence and investigation, the complaint allegation was confirmed.